Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its drawer rails were not sliding properly. The customer reported issue occurred during dispensing of medication to patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its drawer rails were not sliding properly. The customer reported issue occurred during dispensing of medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart half-height drawer assembly was defective. A field service engineer confirmed that the drawer rails were binding when pulling the drawer in and out. The engineer removed the old drawer assembly and installed a new drawer, updated the drawer firmware, and configured the new drawer in the station application. The drawer was tested using the hardware test application, and all functions were confirmed operational. The system functioned as intended after the field service engineer repaired the device.